Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during pre generator change interrogation, the atrial lead impedance was low and out of range. The physician capped and replaced the lead on (B)(6) 2020 during the generator exchange procedure. The patient was stable throughout.